Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that the biomed was able to reset the errors. The fse checked out the system and performed a functional check and calibration check and there was no failure detected. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) generated error codes #57, 4e and 160. There was no patient involvement and no adverse event was reported.